Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room (ER) and eventually hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 570 mg/dl at the time of the event and patient got treated with intravenous insulin. The duration of hospitalization was for three days. Patient was experienced the symptoms of sick/unwell. No further information available.